Manufacturer narrative:
The events of ¿alcl¿ and ¿capsular contracture,¿ baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿alcl,¿ "pain,¿ ¿mental pain,¿ ¿physical pain and suffering from explantation,¿ ¿capsular contracture,¿ baker grade unknown and ¿emotional distress, and anguish.¿ date of alcl diagnosis:(B)(6) 2018.

Event description:
Patient representative reported patient experienced ¿alcl,¿ pathological markers not provided, pain,¿ ¿mental pain,¿ ¿physical pain and suffering from explantation,¿ ¿capsular contracture,¿ baker grade unknown and ¿emotional distress, and anguish.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ this event is not related to the device. Device was explanted. This record is for an unknown side.